Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump alarmed button error during testing, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 4mmol/l. Alarm and possible causes were explained to customer. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.